Manufacturer narrative:
Samples received: 3 unopened pouches. There is one previous complaint of this code batch regarding a different issue. We manufactured and distributed (B)(4) units of this code batch, there are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Degradation test (14 days in sorensen solution at 37 degrees celsius) has been conducted with the samples received and the results fulfill OEM requirements (. 2.91 kgf). Final conclusion: although the results of the samples received fulfill the specifications of the OEM, we take note of this incident in order to assess if new or additional actions are needed.

Event description:
Country of complaint:(B)(6). The suture caused dehiscence after 5 days from the procedure.